Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The monitors rear response button was non-functional. Upon evaluation, the rear response button cover was missing and the connector and j1005 was contaminated. The cause of the inability to activate the monitor is the contaminated components. The root cause of the contaminated components is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.